Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's husband reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was over 600 mg/dl. Customer reported symptoms of nausea, thirst and vomiting prior to the hospitalization. Customer stated that she gave herself a manual injection to bring down the blood glucose levels, however it did not work and she was taken to the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Through the alarm history, three no delivery alarms were noted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.